Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported the I-stat g3+ cartridge has been yielding an increasingly high rate of code l while running the internal simulator on the I-stat analyzer. Lot number: s10336; MFR date: 12/2010; exp date: 07/2011. Based on the info at the time, there was no injury associated.